Event description:
Reporting status: malfunction. Reporting rationale: missing stent. Device issue: missing stent. It was reported that the vision stent was noted to be missing upon preparation of the device. After a search of the cath lab, the protective sheath and the dispenser the stent could not be found, and it was thought that there was never a stent on the balloon. Another vision stent of the same size and length was used to complete the case. Reportedly, there was no involvement with this device. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).